Event description:
Incorrect low and zero patient results may occur with this reagent on the hitachi modular p analyzer. Rotation of the instrument reagent compartment can cause a bubble to form in the neck of the reagent bottle causing premature liquid level detection and short sampling of the reagent. This appears to be related to the reagent fill volume, viscosity, and design of the bottom neck.